Manufacturer narrative:
Biomed called tech service stating he had ordered and received a new sedecal integrated console and had some questions about installing it. Tech service answered his questions. Biomed called back after he installed the console, the system was up but had no fluoro. Tech service troubleshot with biomed and decided to have a fse go on site. The customers third party service provider called back saying the problem had been fixed, so no fse was dispatched. Product monitoring also followed up with customer who reported the unit was fully functional, and that they had obtained the console from aramark service.

Event description:
Customer reports the fluoro failed during patient procedures. The exact dates, times, and patient information is unknown. They were able to complete cases by moving the patient to another room and using a c-arm. No reported injury.